Event description:
Philips received a complaint on the dfm100 device indicating the system error. There was reportedly no patient involvement. The fse evaluated the device on site, performed visual inspection, reconnect the paddles, re-operate the self-test correctly, the self- test passes. No device fault found. The device is fully functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was no determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.